Event description:
It was reported via repair work order that the siderail was not locking in up position due to the timing link too tight pivot corroded. No adverse consequence or clinically relevant delay in treatment was reported.